Event description:
Customer (B)(6) at saalt (via (B)(6)) and said mentioned that their iud was expelled while using their saalt cup. Saalt responded asking the customer to email saalt's customer experience team so we can ask more questions about their experience ((B)(6) 2020). Saalt sent them a message three times within 30 days and did not receive a reply. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud." Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.